Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 4965-25, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial (ra) lead was damaged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.